Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by running quality control (qc). Fse resolved the complaint by replacing and recalibrating the detector unit. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 20may2021 through aware date 20jun2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the faulty detector unit.

Event description:
A customer reported follicle stimulating hormone (fsh) quality control (qc) results are high on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.